Manufacturer narrative:
The fiber was received from distributor in the original opened tyvek pouch without the protective tubing. The fiber appeared to have been manually coiled up. Visual examination of the fiber was confirmed that the tip was jagged. The fiber was connected to a test laser where it exhibited an unclear pilot beam and was fired at 20 watts for 48 pulses. The fiber was found to successfully transmit laser energy at a power transmission level that measured just below dornier power specifications due to the jagged tip of the fiber. Testing was performed on dornier h20 laser s/n: (B)(4); ophir thermal power head s/n: (B)(4), calibration due june 2013 and ophir nova power meter s/n: (B)(4), calibration due september 2013. The fiber was bent around the designated 270um test fixture and passed the mechanical bend radius test. The break at the fiber tip is likely caused by the fiber tip coming in contact with an object. There was no injury to the patient.

Event description:
Fiber broke inside a dur-8 scope. There was no injury to the patient.